Manufacturer narrative:
Due to character restrction in block e1. E1 event site name is (B)(6). E1 event site address is (B)(6). Updated fields: b4, d9, g3, g6, h2,h3, h6(investigation findings, type of investigation, investigation conclusions), h11 , e1 ( event site email , event site address ). A getinge field service engineer (fse) was dispatched to evaluate the unit. A quote was sent to the customer for the necessary repairs, the user no longer feels they require the repair and rejected the quote. The customer stated that they would not repair the fault, did not intend to relocate the equipment, and would continue to operate it while it was plugged in.

Event description:
N/a.

Manufacturer narrative:
Due to characterization limit e1: event site telephone: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by the customer that during routine machine check the cardiosave intra-aortic balloon pump(iabp) machine was unable to charge the battery when using ac power. There was no patient involved.